Event description:
It was reported that there was a malfunction of the device. It was stated that the patient was implanted, and had the device for five months before it was removed. The reason for removal was reported as "malfunction of intersim - frequency urgency." Approximately two weeks later the health care provider reported that the implantable neurostimulator (ins) attributed to the event. The issue with the ins was battery depletion. Reprogramming was attempted on (B)(6) 2012. Impedances were shown to be greater than 4,000 ohms. The system was replaced on (B)(6) 2012, and it was stated that the patient recovered without sequela. No further information was provided. The user facility stated that the patient was implanted 5 months ago. However, the manufacturer records indicate that the patient was implanted approximately 5 years ago on (B)(6) 2008.

Manufacturer narrative:
Product ID 3093-28, lot # v098557, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer. (B)(4).